Event description:
It was reported by the affiliate that, following a tvt procedure, the pt developed a post operative hematoma which required surgical evacuation. The tvt device was explanted as well.